Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm and they tried several new batteries but it was not turning on, display was blank and just buzzing sound. Customer's blood glucose level was 147 mg/dl. Customer also stated that there was crack on the top right part of the screen in a diagonal angle, half an inch long. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disassembling the electronic assay stack problem isolated to mother board. Battery tube compartment was inspected and no moisture damage noted. Cracked lcd display window corners noted.